Event description:
It is reported that a m/dn intramedullary nail was implanted approximately 6 weeks ago. Post-op, the patient fell and the nail bent. Revision surgery was performed in 2006, where the original nail was removed and a larger size was implanted.

Manufacturer narrative:
Evaluation summary: patient had fallen when non-union was present in her existing fracture. Though there is no information available about fracture site (no x-ray returned), the condition of bone, and the age and weight of patient, it is reasonable to assume that the implant would fail when it is loaded associated with a non-union phenomena since the patient had fallen within a short duration. Evaluation: im nail exhibits bending damage approximately 6 inches from distal end of device. Device meets dimensional specification where measured, and the device history records indicate manufacture to specification.